Event description:
Initial MDR 1020279-2013-00125 was filed as brooks manufacturing site; howerver this report should be for (B)(6) manufacturing site, (B)(4).

Event description:
Revision surgery was performed. The cause is unknown.